Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 25mm bioprosthetic aortic valve, implanted approximately thirteen (13) years and ten (10) months, was explanted and replaced with another edwards pericardial valve.

Manufacturer narrative:
Additional manufacturer narrative: the reason for explant was not provided and the device was not returned for evaluation. The root cause of this event cannot be confirmed or evaluated. Edwards will continue to review and monitor all events.